Event description:
The pump quit working after one year. The pump was replaced. The device system was delivering morphine. The patient symptoms, tro ubleshooting, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).